Event description:
It was reported that as the surgeon was implanting cr spacers during the revision of a competitors two level cervical fusion hardware, the surgeon was screwing the synthes screw into the previous holes through the plate into the patients bone and the screw broke. The surgeon tried to use a conical extraction screw in this situation, but it further damaged the self tapping screw and the conical extraction screw broke. All pieces were retrieved and the surgeon was able to remove the rest of the screw. Surgery was completed without further incident, and no harm to the patient was reported. The screw will be submitted to hospital risk management. Event #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: mni.